Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Investigation complete. This is an initial final report submission. Visual examination of the returned product/provided pictures identified scratches on the surface of the blade as well as a piece of the label on the blade. No other damage was found. The blade was returned opened and used. Function testing of the blade could not be performed. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery there was a bad cut on patient. Patient harm did occur. A second harvest was required, and additional time was needed in the or while patient was under anesthesia. At product evaluation investigation this blade is applicable to the reported event. No adverse events were reported as a result of this malfunction. No additional event information available.